Event description:
A complaint was received from a customer that reported that the system will not allow results to be added to the memory. Also the customer stated that sometimes only half of the numbers in the display are visible and now the system will only display a "10-1". While on the phone a review of the system was conducted. Co was able to perform electronic checks and these were satisfactory. However, after repeat testing it appears that the "tens units" is missing a portion of the display. Because the erratic behavior of the meter a request was made to return the system for evaluation. In the meantime, a replacement unit was provided.